Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the dilution probe aspiration pump seals and the sample aspiration dispense pump seals. The cause of the discordant tniu result is unknown. The cse successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, false positive cardiac troponin I (tniu) result was obtained on one patient sample on an advia centaur instrument. The discordant tniu result was reported to the physician(s), who questioned it. The sample was repeated three times, resulting in identical values. The corrected result was reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tniu result.